Event description:
It was reported that patient underwent a total hip arthroplasty implanting competitor product on an unknown date. Subsequently, patient was revised on (B)(6) 2012 to a biomet cup and liner. During the procedure, the surgeon put the cup in place but was unable to firmly seat the liner. After several attempts, the surgeon removed the cup and liner and replaced with a different cup and liner. As a result, there was a delay of approximately one hour.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.